Event description:
(B)(4)

Manufacturer narrative:
The event occurred in spain. It was reported that the pressures were not measured well. It was confirmed that the problem was with the hls set used, which was discarded. No failure occurred on the cardiohelp device. No harm to any person has been reported. Further information was received on 2025-11-07 that the fault occurred during priming procedure. The customer observed abnormal pressure values and replaced the hls cable. The abnormal values still persisted. The customer therefore used another cardiohelp and another hls set. The abnormal pressure readings did not cause a pump stop. As a pressure reading issue can lead to a pump stop, if the intervention is set by the user, a report is required. As the product was not available for technical investigation an exact root cause could not be determined. However, a medical consultation was performed by getinge medical affairs on (B)(6) 2026 with following conclusion: "according to the complaint narrative, the incident in scope involves potential inaccurate internal pressure measurements associated with an hls set used with the cardiohelp system (ch-I). The hls set was discarded at the time of the event, preventing further product investigation. The batch (lot) number could not be retrieved. The ch-I subsequently underwent preventive maintenance during which all tests and values were within specification. It has continued to function correctly since. Due to the time elapsed, the service department was unable to provide additional details. Possible root cause(s):1.sensor cabling damage or damage of pin configuration in hls set connector or cable damage, intermittent contacts, contact corrosion, or pinning issues within the hls set. 2. Pressure sensor calibration-related causes-missing calibration / zeroing-incorrect calibration / zeroing (before priming or after setup changes). For example, not all sensors calibrated according to manufacturer¿s requirements, calibration performed with siphon gradient present (fluid filled), or calibration of pressure in the pressure of fluid and/or internal circuit pressure. 3.sensor damage or degradation-mechanical stress or overpressure events leading to damage of the sensor(s) -fluid ingress into the pressure sensing line or connector, not only on the cable but also internally (condensation, micro-leaks)-4.incomplete debubbling of hls circuit-air bubbles or microbubbles trapped near the pressure sensor, damping or distorting pressure transmission-5.possible system setup and circuit-related factors-tubing kinks, clamps, or partial occlusions upstream or downstream, causing localized pressure changes not representative of true circuit pressure. This might lead to wrong conclusions based on displayed pressure readings. Potential risk to patient relative to this complaint:1.delayed or premature triggering of alarms and intervention limits, potentially leading to delayed detection of circuit complications such as clot formation, tubing occlusion, or oxygenator failure, or to unnecessary early clinical interventions.2.increased risk of hemolysis due to unrecognized elevated pressures within the circuit3.unnecessary interventions or circuit exchanges, exposing the patient to additional procedural risks4.changes in flow undertaken by incorrection presentation of pressure (e.g., drop in blood flow to counteract elevation in part). Conclusion: several potential root causes are proposed which include the following:1.sensor cabling damage or damage of pin configuration in hls set2.pressure sensor calibration-related causes3.sensor damage or degradation 4.incomplete debubbling of hls circuit. Due to the unavailability of the affected product and limited retrospective information, no single root cause could be identified, proposed, or confirmed. The ch-I was inspected and underwent preventive maintenance, during which no abnormalities were identified, and all test results were within specification. It should be noted, however, that the product was not in contact with the patient per the complaint narrative. ¿it wasn[¿]t connected to the patient. During circuit priming, they observed abnormal pressure values, replaced the cable, and the values persisted. They ruled out the hls and used another ch and another hls¿. Potential patient risks related to this complaint primarily involve the possibility of delayed or premature triggering of alarms and intervention limits, which could result in delayed recognition of circuit-related complications or unnecessary clinical interventions. Additional risks include an increased potential for hemolysis due to unrecognized elevated circuit pressures and exposure to procedural risks associated with unnecessary interventions or circuit exchanges. No information was provided indicating patient harm. Without direct examination of the product (hls set), a proposed, or definitive, root cause cannot be advanced." According to the instruction for use (hls set, chapter "preparation and installation") the pressure sensors have to be checked before priming. In general, it should be noted that pre-priming can have a negative impact on the sensor function and the associated pressure values and can lead to the output of unexpected / implausible pressure values shortly before use, as indicated in chapter "priming the system", where it says "only fill the system shortly before use and in accordance with the priming instructions. Calibration values are lost when the drive unit is switched off". Further the cardiohelp has a flow/bubble sensor and a venous probe to measure and control the blood flow and parameters. If the measured values are above high limit or below low limit of the set limits the system generates a visual and acoustical alarm. No device history review, the review of scrap, rework, enhancements and design changes could not be performed, as the affected lot number of the hls set was not available from customer side. The customer disposed off the product, and therefore has no information about the lot number (refer to communication grid in the parent). In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. The review of the non-conformities has been performed for the reviewed time period. It does not show any non-conformity in regards to the reported failure. Based on the results the reported failure "pressure reading issue" could not be confirmed. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. According to the risk review the reported failure is below the acceptance threshold according to the risk management plan of the hls set. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending. Note: the complaint will be reopened, if any new relevant information will be received. Note: no UDI number has been included in the section d4 unique device identifier (UDI) since the lot number of the affected set was not provided. The disposable was discarded by the customer. Therefore, it is not possible to identify the set lot number of the device in question and therefore its UDI number.

Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available. Note: no UDI number has been included in the section d4 unique device identifier (UDI) since the lot number of the affected set was not provided. Therefore it is not possible to identify the set lot number of the device in question and therefore its UDI number.

Event description:
The event occurred in spain. It was reported that the pressures were not measured well. Further within cardiohelp complaint # (B)(4) it was confirmed that the problem was with the hls set used, which was discarded. No harm to any person has been reported. Further information was received on (B)(6) 2025 that the fault occurred during priming procedure. The customer observed abnormal pressure values and replaced the hls cable. The abnormal values still persisted. The customer therefore used another cardiohelp and another hls set. The abnormal pressure readings did not cause a pump stop. As a pressure reading issue can lead to a pump stop, if the intervention is set by the user, a report is required. Complaint ID# (B)(4).